Event description:
General report received of an unspecified number of undocumented incidents of leaks. On unspecified dates, it was reported that unspecified volumes of solutions leaked during manual filling of the vials at the user facility. The customer contact reported the vials were being filled with dilaudid 6 mg/30 ml when solutions leaked at the flange end of the injector in the vials. The vials were replaced and the filling was resumed. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.